Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had locking issue. The issue was found during setting up the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction(s): a failure of the coupler groove, which seemed to have contributed to the reported phenomenon. Due to a cut on the cable, water leaks from the cable. ¿olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.